Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead could not be placed the second time and therefore could not be "screw(ed) in properly." The physician suspected a fracture through the inside of the lead body so the lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis indicated that the connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet still inserted in lead. Visual inspection found the is-1 connector pin bent, and that prevents extension/retraction of helix. The pin bent related to the complaint of: "the lead could not be placed the second time and therefore could not be screw(ed) in properly.". Removed stylet from lead, conductors electrical testing was performed, test results were passed. No conductor fracture was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.